Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date and suture was used. During the procedure, instrumented knot interrupted suture was performed. Three months after surgery, the patient fell and opened a 4 cm above knee wound. The patient had a wound dehiscence. After the wound was opened, it was re-sutured. The surgeon opined that there was a causal relationship between product and event. The surgeon commented that the suture was not fully tightened because of the monofilament and the suture was loose. The suture is stiff, so it is possible that the tissue has split. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m; component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the alleged deficiency of the suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Onset date/time of dehiscence? (# post op days) please describe any medical or surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Was the suture found broken during the re-operation? Were the knots found untied during the re-operation? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the alleged deficiency of the suture? 4 cm above the knee wound was opened. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? No special information is available. Date of index surgical procedure? About 3 months prior to the alert date. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. On what tissue was the suture used? 4 cm above the knee wound was opened. Knee what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Square knot. What tissue dehisced? Knee. Onset date/time of dehiscence? (# post op days) 3 months after surgery. Please describe any medical or surgical intervention required for the wound. Dehiscence including date and findings. Three months after the procedure, a 4 cm above the knee wound was opened when the patient fell. Please describe the appearance of the suture during the second procedure. Three months after the procedure, a 4 cm above the knee wound was opened when the patient fell. Why was the suture loose? Doctor's discussion follows. The suture was not completely tightened because of the monofilament and the suture was loose. The suture was stiff and the tissue may have been torn. Was the suture found broken during the re-operation? Yes. Were the knots found untied during the re-operation? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation? No. What symptoms did the patient experience following the index surgical procedure? Onset date? Patient fell 3 months after surgery. Other relevant patient history/concomitant medications? The patient had experienced the same surgery (tka) approximately 15 years earlier. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The suture was not fully tightened because of the monofilament and the suture was loose. The suture is stiff, so it is possible that the tissue has split. What is the patient's current status? Patient was hospitalized as of (B)(6) 2023. No additional information has been obtained since then. Lot number? Unknown. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.